Event description:
It was reported, the video connector was broken and could not be connected to the video system center. The issue occurred during preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the reported failure occurred due to a video connector socket failure. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video connector was broken and could not be connected to the video system center. The issue occurred during preparation for use of an unspecified therapeutic procedure. There were no reports of patient harm, no delay, and the intended procedure was able to be completed with a similar device.

Manufacturer narrative:
Correction to h4: the manufacture date reported in the initial MDR was incorrect, the correct date is january 21, 2013.